Event description:
Pt had coughing, resp distress, sats to high 80s skin redness during PICC placement. Md assessed possible laryngospasm. O2 placed md notified, resolved immediately.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.